Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the seal of the inter-chamber on an accusol bag was already broken upon unpacking it from the box. There was no patient involvement. No additional information is available.